Event description:
It was reported that the external pulse generator (epg) had broken connector ports. The caller was informed that the epg would no longer be serviced due to being older than five years of age, and was sent rebate information. There was no patient involvement.